Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection on one of their leads of their cardiac resynchronization therapy defibrillator (crt-d) system. The patient passed away due to the infection.